Event description:
It was reported that customer received minimum fill notification while attempting to load cartridge with insulin. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to clean pneumatic tap area, reload same cartridge, and then guided to properly fill and load new cartridge, but customer instead loaded cartridge with more insulin and successfully resolved issue, allowing pump use to resume; no additional outcome information was received.